Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that implantation of an impella 5.5 was aborted due to patient anatomy. The right axillary artery was too small. No patient harm was reported.

Manufacturer narrative:
Additional information was received and noted the patient's outcome post temporary mechanical circulatory support. The replacement device was successfully weaned, explanted and the patient was reported to have survived at the time of explant. Correction. B5 event description was updated and corrected to include all relevant information, including the replacement device utilized. Correction. H10 details were inadvertently omitted from initial reporting. This is one of two device reports associated with the patient's implant experience. Refer to h10 for the related device number(s).

Event description:
It was reported that implantation of an impella 5.5 was aborted due to patient anatomy. The right axillary artery was too small. Another impella device (cp) was used to treat the patient. No patient harm was reported as a result of the event.